Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces.

Event description:
It was reported that the customer had a keypad anomaly on her insulin pump. Customer was trying to give herself a bolus and was not able to due to the button error. Customer has worn an insulin pump for 30 years. Customer stated that it will work sometimes. Customer's blood glucose level runs between 75-120 mg/dl. Customer stated that the up arrow works on and off. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).